Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was implanted last year, however, it was noted that the longevity dropped to four years remaining longevity. The patient was in chronic atrial fibrillation (af). Data analysis showed that the device showed higher than normal power level appeared to have been caused by high rate atrial sensing. After the programming change, the device data showed the atrial tachy response (atr) episode ending but the average atrial sensing rate was still listed as 337 beats per minute (bpm) and the power consumption was still at 63 microwatts. Boston scientific technical services (ts) suggested to turn off signal artifact monitoring (sam). As of this time, the device remains in service. No adverse patient effects reported.